Event description:
Doctor reported mobility of crown at tooth site 36, screws were changed twice. This complaint refers to first loosening.

Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : product not returned, summary investigation.